Event description:
It was reported that a pericardial effusion had occurred during an a-fib ablation procedure with the carto 3 system. The caller stated the physician had completed isolating the left pulmonary veins and started on the right pulmonary veins when it was noted the patient's vs started to de-stabilize. The patient was under general anesthesia and intubated for the procedure. The patient was given neosynephrine, levophed, and etsan by anesthesia. A large effusion was noted via trans-thoracic echo and a pericardiocentesis drain was placed. After placement of the drain the patient vs stabilized and the medications were discontinued. The patient remains in the lab to assess response to treatment.

Manufacturer narrative:
The patient was a male, approximately (B)(6), was stable and released from the hospital a few days later. According to the physician post procedure, it was a small effusion that was hard to locate and although the physician was not able to complete the procedure, the prognosis for the patient was excellent. No further information about the procedure or the patient is available at this time. The customer stated that the event was not related to biosense webster products or equipments. The customer also declined service requests when contacted by (B)(4). If the product is returned to bwi in the future, an analysis will be performed and a 3500a supplemental report will be submitted to the FDA. Concomitant devices: carto 3 system, catalog # fg540000, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4); coolflow irrigation pump, catalog # cfp002, (B)(4); webster cs catheter with ez steer technology, catalog # bd710df282rts, lot # 15148832. (B)(4).